Manufacturer narrative:
One used sample #(B)(6) was returned for evaluation. As received a blood residual was observed inside the set. A silicone stick down was confirmed in one of the shuntless. No additional damage or anomalies were observed. No mating device was returned for evaluation. The shuntless microclave was dissembled finding a bent spike and torn seal damage. No mating device was returned for evaluation. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The direction for use (dfu) states: the clave connector is compatible with luers with an internal diameter (ID) 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). The device history report (DHR) lot#13490705 was reviewed and no non conformities were found that would have led the reported condition on the complaint.

Event description:
An update was received where the customer stated that the patient was receiving red blood cells via a cannula in the left antecubital fossa (acf). An octopus was attached to the cannula, one side clamped one side open to the line of the red blood cells. There was blood noticed on the bed sheets. Once inspected and cleaned of the blood, it was noticed that blood was leaking from the hub on the octopus (infusing red blood cells, not blood from the patient.) The reporter also stated that the action taken was that the blood product was stopped. The octopus was disconnected and placed in a bag for further investigations. A new octopus was attached to the existing cannula and blood reattached for transfusion. The ward location was at itu north. The medication was delivered by gravity. Fannin blood administration set was the type of extension set used. There was no backcheck valve in extension set. There were 2 number of ports on nfc. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation-it has not been received.

Event description:
The event involved a 8 cm (3") smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer where a leaking microclave was reported. The event occurred at 13:30 during infusing of red blood cells using gravity, no pump used. It was unknown how long into the infusion did the leak occurred. There was no loss of patient blood. The microclave was replaced. Cannula, extension set, and red blood cells was not changed. There was no visible defect. The product was in clinical use. There was patient involvement and no patient harm.